Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging possible inaccurate control solution results. The reporter was unable to give exact readings. This complaint is being reported because the results may not have fallen within the specified control solution range printed on the test strip vial and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.